Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for follow-up in clinic, several auto mode switching episodes due to atrial lead noise were observed. All lead measurements were stable. The cause of noise was unknown. Device was reprogrammed. Patient was stable and will continue to be followed with routine follow-up.